Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. Based on the investigation details, it was found that the motor anti-rotation pin fell out and lodged into the trigger assembly. This allowed the trigger to become stuck in the on position, which caused the run-on.